Event description:
I had lasik surgery performed twice, in (B)(6) 2010 and an attempted correction (B)(6) 2010. The first, left my eye worse than before surgery. The second, made my vision worse yet again. Additionally after the second lasik, I was left with scarring of the cornea, further obscuring my vision. A second ophthalmologist advised me not to have any additional surgery as the risks were too high.